Event description:
It was reported that the infusion set had an occlusion, which prevented insulin from exiting the tubing. The customer's call was disconnected, and the blood glucose reading was not provided. The caller was advised to have the customer call in order to troubleshoot the infusion sets as necessary. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.